Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2018-00066. Device 2 is being reported under MDR 2247858-2018-00067.

Event description:
"[Summary] emergency operation was performed due to rupture of aneurysm, and two relay stent-grafts were implanted. However, the patient vomited blood while suturing and died. [Description / sequence of events]. (B)(6) 2016. On 21:00 after performing type2 debranching operation, two relay plus stent-grafts were implanted in the patient in a taver procedure. It was an emergency operation. The first relay plus (28-m3 36 145 36 24 90u) was inserted and placed under the brachiocephalic artery (zone1). Then, the second relay plus (28-m3 42 150 42 25 90u) was implanted under the first relay plus. No end leak was confirmed on post-implant angiography. The left subclavian artery was then occluded with a plug. While the physician was suturing, the patient vomited blood and cardiac arrest was confirmed. Angiography was performed; end leak was not observed around the rupture point. In addition, dissection was not confirmed on both ascending and descending aorta, either. (The heart beat stopped while performing angiography.) Cardiopulmonary resuscitation was conducted, but the patient's death was confirmed on (B)(6) 2016 around 00:30. According to the physician, the cause of death could not be determined at this point." Patient outcome: "while the physician was suturing, the patient vomited blood and died."